Event description:
Boston scientific received information that this patient was undergoing a surgery for valve replacement when their device shocked them three times. The device programming had been turned off for the surgery, so the shocks were not expected. A magnet was placed over the device for the remainder of the surgery. Post surgery the device was interrogated and found to be in safety mode. Boston scientific technical services (ts) was consulted and suggested the device should be replaced. A few days later, the device was successfully explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.